Manufacturer narrative:
Based on available info, device malfunction could not be identified. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.

Event description:
A physician attempted an arteriotomy closure using the starclose device after an interventional procedure. The physician could not partially advance the thumb advancer. The physician used the safety release button to remove the device from the pt. It was observed that the clip applier shaft was broken 3 cm before the distal end. The broken piece was contained within the sheath. Closure was achieved with manual compression.